Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Additional information was requested and the following was obtained: what were the indications for the ablation procedure? Left renal mass. What was the approach/where anatomically was the probe inserted? Left flank. Was there any resistance felt or any challenges inserting the probe? No. Were any error messages displayed? Please describe. One of the probes stopped working after about 1 minute. You should have all of this info on the machine data transcript I sent. Where in the kidney is the probe tip located? Anterior lower pole. Are copies available of any imaging performed? Yes if needed. Was the postoperative patient care changed or any other treatment required? No. Are there plans to remove the broken probe tip? No. What is the current status of the patient? Standard post procedure course. Questions answered by physician per email request. It was reported that copies of imaging are available. Can you please provide anonymized images? Working on getting CT scan.

Event description:
It was reported that the doctor called to inform that he was doing a three probe renal ablation, when probe two stopped. He waited a minute and continued. Then probes one and three stopped. Waited again and continued. When he finished and removed the probes, probe two lot# nm19nhb89276 had tip broken and remained in patient.

Manufacturer narrative:
Product complaint # (B)(4). Call home data evaluation summary: call home was reviewed for system nm14nea00231 on 11/26/19. Two pr15xts, nm19nhb87438 and nm19nhb89276, were connected to channels 3 and 2, respectively. Both probes tested and were put into tissu-loc. Another pr15xt, nm19nhb87070, was connected to channel 1, tested, and put into tissu-loc. Ablations were set to 5:00, 65w. Probe 2 issued a reflected power error after 1:04. The user stopped probe 1 and 3 after 1:13. The ablations were restarted and probe 2 issued a reflected power error instantly. The probe was retested and the probe issued a reflected power error instantly. The user then stopped probes 1 and 3 after 0:29. Probe 2 was retested and passed. The probes were restarted and probe 2 issued another error instantly. The ablations were reset to 5:00, 65w. The total ablation time for probe 1 was 2:24, probe 2 was 3:08, and probe 3 was 3:17. There were multiple reflected power errors on probe 1 during the delivery. Ablations were reset to 2:00 for probe 1, 5:00 for probe 2, and 6:00 for probe 3. There were reflected power errors on channels 1 and 3. The total ablation time for probe 1 was 0:04, 1:52 for probe 2 (stopped by user), and 0:43 for probe 3. The ablations were set to 1:00 each and the total ablation time was 1:00 for probe 1, 0:12 for probe 2 and 3 (reflected power errors). The probes were disconnected and this marked the end of the case. The reflected power errors were verified in call home. No device will be returned to neuwave for further investigation. The root cause of the reflected power errors and tip break is unknown. Lot ml19084499 was reviewed (in process sn 24). Probe sn 18 had a coax too large to fit in the housing and probe sn 9 had a chipped tip-arc failure. Additional information was requested and the following was obtained: can a copy of the CT report be provided? Response: CT lead informed me that they can not release the CT report.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2022.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/17/2020. Review of CT scan performed by ethicon medical safety officer: 1. There are 11 series of CT scans of various number of images available for review. 2. The series 1 (s1) is two scout images. 3. S2 and s3 are cross section CT scans prior to ablation procedure. There is a left kidney mass visible in anterior aspect of lower pole. 4. S4 to s7 are CT scans obtained during the ablation procedure with probe(s) path/artifacts identified. 5. S8 to s11 are CT scans taken post ablation procedure. There is an ablation zone in the left kidney mass. The probe(s) path/artifacts are no longer visible. However, there is a residual artifact adjacent to the anterior- median aspect of the ablation zone. While it is not certain, this artifact could be the broken off probe tip left in the kidney mass area.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2022. Investigation summary: the reflected power errors were verified in call home. The probe was returned with a tip break. The additional information indicated no excessive force was used during positioning. The root cause of the reflected power errors and tip break is unknown. Lot: ml19084499 was reviewed (in process sn 24). Manufacture date: 9/25/2019. Expiration date: 5/1/2023. Probe sn: (B)(6) had a coax too large to fit in the housing and probe sn 9 had a chipped tip-arc failure.